Event description:
It was reported that while mobilizing in the bath using an active lift, the patient raised their arms, causing the patient to slip out of the sling and fall. As a consequence of the event the patient sustained a left anterior shoulder dislocation. The customer reported that the patient passed away 20 days after the event, however, the customer confirmed that the patient's death was not related to the event.